Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three (3) unused catheters with packaging were returned for evaluation. The samples were visually inspected per specification, and no defects were noted. The samples met internal specifications. Therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a catheter broke when being removed from a patient.